Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event from 03-jun-2024. The infusion set was in use for 4-5 days. No further information available.

Manufacturer narrative:
E1: (B)(6).